Manufacturer narrative:
The insulin pump was received with missing segment due to lcd cracked zebra connector. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported of led anomaly. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.